Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the issue in dispensing insulin nph according to the order entered in epic. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the insulin nph is not dispensing according to the prescribed unit order; it defaults to 1 unit. In other units, where the order was for 13 units, the user was able to successfully dispense the full 13 units. The technical support specialist confirmed that the user managed to resolve the issue. The system functioned as intended after the customer resolved the issue